Event description:
It was reported that the patient is an inpatient at the facility due to seizures and acute mental status. The physician was contacted for additional information. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date